Event description:
Patient who had been undergoing orthokeratology for 2 years presented to walk-in clinic with 1 day history of photophobia, pain and reduced vision od. Patient was diagnosed with a corneal abrasion; eye was patched overnight with gentamycin. The next day, patient was referred to an ophthalmologist. Upon exam, best corrected visual acuity was light perception o.d. And 20/80 o.s. A well-centered orthokeratology contact lens was persent in the o.d. Removal of the lens revealed a central corneal ulcer associated with a purulent conjunctivitis. Anterior chamber details were obscured by the corneal infiltration. Corneal scrapings were obtained and showed gram-negative bacillus. Patient was admitted to the hospital with presumed diagnosis of pseudomonas keratitis. After a week of treatment, pain was diminished, the epithelial defect nearly resolved, and medications tapered. However, the visual acuity was only hand motions. Over the next 2 months, improvement continued, medications tapered and the epithelial defect healed. At last visit, 6 months later, best-corrected visual acuity was 20/80, consistent with a central corneal scar.